Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a motor error alarm. Customer also reported a no delivery alarm occurring during a bolus. Customer's blood glucose was 272 mg/dl at the time of the call. The customer also reported insulin was able to exit during a fixed prime. The customer stated the cannula was bent upon removal from their body. The customer declined to return the insulin pump for analysis.